Event description:
During device change out for eri, externalized conductors were observed. Electrical performance was normal. Patient was asymptomatic. Lead will continue to be used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.